Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep met with the patient on (B)(6) 2020 and ran a connectivity check and found high impedances. They provided the following results: test 1 - electrode 10 (red indicator), but in the full impedance test it displayed "ok" and electrode 13 had a do not use indicator: ref 10: electrode 8 (790 ohms), electrode 9 (750 ohms), electrode 11 (800 ohms), electrode 12 (820 ohms), electrode 13 (40,000 ohms), electrode 14 (780 ohms), electrode 15 (680 ohms). Ref 13: all electrodes (0,000 ohms). Test 2 during the call with technical services - connectivity check showed electrode 10 (red indicator), electrode 13 (green). Test 3 - another full impedance test was performed - ref 10: values consistent with previous impedance test listed above, electrode 13 (40,000 ohms). The rep inquired about the discrepancy between the impedance readings. Technical services reviewed impedances. No symptoms were reported. No further complications were reported or anticipated.

Event description:
Additional information received from the manufacturer representative reported that the patient had been seen for a normal reprogramming check and reported she couldn¿t turn up stimulation. No factors contributing to the high impedances were identified and no testing or imaging had been done. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.